Event description:
I was wearing the minimed paradigm 715 pump as always when I went to bed that night and sometime in the night, the infusion line to the pump broke where the line comes out of the cap on it. I was found the next day on the floor with a 1402 blood sugar I was on life support for 4 days and home in 11 days. I called minimed on this issue, and they said it will never happen again and that they had never heard of it happening to anyone else. That is fine but I am concerned that it could happen to me again or to another person. I have never come back to what I was before the coma. I am now on complete disability and am not sure if this could have lead to my disability. Their complete lack of concern scared me! I also wrote them on this issue online and never got a reply from that letter to them. This happened in (B)(6). I was taken to (B)(6) hospital there. Hospitalized from (B)(6) 2009 -(B)(6) 2009. Diagnosis or reason for use: type 1 diabetes.